Event description:
A complaint of high readings was received on a customer's freestyle mini blood glucose meter. The customer used an extra pack of insulin after obtaining a reading of 28.6mmol/l. The customer suffered a hypoglycaemic episode and had difficulty breathing. The customer took sugar to raise glucose levels.